Manufacturer narrative:
Reported event: an event regarding revision involving an unknown gmrs tibial component was reported. The event of loosening was not confirmed. Method & results: -product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device was not returned. -clinician review: no medical records were received for review with a clinical consultant. -product history review: could not be performed as the device lot details were not provided. -complaint history review: could not be performed as the device lot details were not provided. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and / or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
This pi is for the 2020 revision. As per pss implant request: mechanical loosening of right knee. Patient had a giant cell tumor which resulted in a distal femoral fracture, treated with a gmrs distal femoral replacement in 2016. Both sides (femur and tibia) were revised in 2018 for aseptic loosening. Tibia was revised again in 2020. Now femoral component is loose while tibia remains well fixed.